Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was not aware of how the pump touch screen became shattered and non-functional; consequently, customer was no longer able to interact with the screen. Customer's blood glucose was 110 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.